Manufacturer narrative:
As of 07/23/2016 aso has not received further information from the consumer or unused returned samples. However, aso has evaluated retained samples of the same lot number for adhesion properties. In addition, aso has reviewed records of biocompatibility tests for materials used to manufacture the same type of product. Refer to this report for further details. Aso will follow-up on this report as soon as the consumer provides further information.

Event description:
Consumer reported that the device pulled her skin off. She will be seeking medical attention.